Event description:
It was reported that the right atrial lead triggered a lead warning for low impedance and the polarity was switched to unipolar. Since the polarity switch, the patient has been feeling a "jumping sensation" at the device. The patient was also noted to have a jumping sensation when the right ventricular lead was programmed to 5 volts. The chronic lead trend was programmed off. The right atrial lead polarity was programmed to bipolar. The right ventricular lead remains programmed in unipolar. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: imd49jb45 implantable pacing lead (B)(6) 2001; addr01 implantable pulse generator (B)(6) 2009. (B)(4).